Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reportedly contracted meningitis and cerebrospinal fluid (csf) leakage was present after ci implantation. The recipient was re-implanted with a new device (+compressed array) on (B)(6) 2019.

Event description:
The recipient reportedly contracted meningitis and cerebrospinal fluid (csf) leakage was present after ci implantation. In late september 2019 the recipient was diagnosed with meningitis. The recipient was re-implanted with a new device (+compressed array) on (B)(6) 2019.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the reported information, the recipient is affected by inner ear malformation. The reported post-operative csf leakage was likely due to an incomplete sealing at cochleostomy during implantation, and the presence of gusher at the time of surgery was confirmed. Regardless of the type of malformation, cerebrospinal fluid (csf) gusher is a very common surgical complication during ci implantation in the presence of vestibule-cochlear abnormalities. Peri- and post-operative csf leakage as well as cochleo-vestibular abnormalities are known to increase the risk of meningitis. Further, the observed cochlear ossification at reimplantation occurred most likely as a sequela of inflammation of the inner ear following meningitis. Furthermore a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the meningitis. The problems given in the recipient report appear to match the damage found. This is a final report.